Event description:
Reported observation: pt developed dacryocystitis in the right eye after insertion of an oasis medical form fit hydrogel canalicular plug. Pt treated by attending doctor with an antibiotic treatment. Attending doctor was unable to irrigate the plug from the canaliculus. Pt referred to an oculoplastics surgeon. On (B)(6) 2009: oculoplastics surgeon performed a punctul cut-down and the plug was removed from the canaliculus.

Manufacturer narrative:
The device was not returned for evaluation. A review of batch production and sterilization records shows that there were no remarkable events, anomalies or deviations during production of form fit hydrogel canalicular plug, reference (B)(4), product lot number lh1208b. A total of 2,498 form fit hydrogel canalicular plugs, reference (B)(4), from product lot number lh1208b were released and distributed. There have been no other adverse events reported by any other user/customer involving this lot of product. The attending doctor did not check the canaliculus for patency prior to insertion of the form fit hydrogel canalicular plug. The attending doctor was unable to irrigate the plug from the canaliculus. The pt referred to an oculoplastics surgeon. On (B)(6) 2009: oculoplastics surgeon performed a punctul cut-down; the plug was still in the canal in a mucous condition. The plug was removed from the canaliculus.